Manufacturer narrative:
Corrected fields: a2, a4, a6, b5, b6, b7 corrected b5 ¿ there was no patient involvement. H6 coding: (corrected for initial) type of investigation ¿ initial coding only: b21 investigation findings ¿ initial coding only: c21 investigation conclusions ¿ initial coding only: d16 updated fields: h2, h3, h4, h6, h11 updated b5 - no additional information received from customer. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: circuit board component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported distorted image presented during set up / inspection for use involving an olympus flex deflectable videoscope. There was no patient injury reported.